Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the two event descriptions(1) customer found out suture has not been absorbed after 3 week from surgery. (2) sub-q was found out to be open despite of suturing were informed from the customer. Os procedure means ¿ wide excision cases that are done in os specialty, specific name is not decided.¿ customer cannot clearly match which product is used to which patient. Patient 3) unknown/ m. Date and name of the procedure? Unknown, procedure name is ¿wide excision in os¿ it was reported that "suture has not been absorbed after 3 weeks of surgery" " and "sub-q was found out to be open despite of suturing". Please clarify these events -- dehiscence occurred along suture line. Some knots that were made in sub-q were out from the skin. When was "sub-q found out to be open despite of suturing"? -- you can find some holes along suture line. Was the suture used on subcutaneous layer? -- yes vicryl plus suture was used on sub-q. For skin layer, either skin stapler or ethilon was used. Was the dehiscence noted? -- some date and location of inflammation was noted? -- yes. Notes were asked to be shared but it will take some time. Any prescribed medication/ treatment provided? If yes, please provide medicine name, strength and dose -- antibiotics were provided was any surgical intervention performed specifically re-suturing? -- resuturing was done. Wounded suture was removed. Events submitted via 2210968-2020-04090, 2210968-2020-05221, 2210968-2020-05246, 2210968-2020-05249, 2210968-2020-05250, and 2210968-2020-05251.

Event description:
It was reported that the patient underwent an unknown ¿wide excision in os¿ procedure on an unknown date and suture was used. Following the procedure, the patient may have experienced suture not absorbed three weeks from the procedure. The patient may have experienced sub-q tissue open after the procedure and the suture did not hold the wound enough. Some dehiscence occurred along suture line. Some knots that were made in sub-q were out from the skin. The patient also experienced inflammation and antibiotics were provided. It was reported that the patient underwent a re-suturing/revision surgery on an unknown date and wounded suture was explanted.